Event description:
According to the reporter, during a single-port thoracoscopic lobectomy, three reloads had poor staple formation at the distal end and the staple lines were incomplete distally. The user reinforced with sutures to resolve the issue.

Manufacturer narrative:
D10 concomitant products: egia60axt, egia60axt egia60 artic extra thicksulu, (lot number: n5h1239y) egia60axt, egia60axt egia60 artic extra thicksulu, (lot number: n5h1239y) egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5d1098s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.